Event description:
Pt has been using bactroban at exit site of peritoneal dialysis catheter secondary to exit site infection. Pt has a peritoneal dialysis catheter and the catheter has turned white. Pt has had several cases of peritonitis - unsure if related to catheter integrity. 3/89 initiated continuous ambulatory peritoneal dialysis developed exit site infection in 1991. 3/91 old catheter pulled - new catheter inserted.